Manufacturer narrative:
(B)(4): evaluation: results: root cause of event cannot be identified based on information available. Stent dislodgement. Evaluation, conclusion: root cause of event cannot be identified based on information available.

Event description:
An attempt was made to deploy an integrity rapid exchange (rx) coronary stent (details unk) in to a pt; however, it was reported that the integrity stent dislodged upon removal from the body. No other clinical sequelae were reported.